Event description:
It was reported that prior to a tonsillectomy procedure using a coblator ii controller, it was discovered that the flow control on the unit was damaged. The procedure had to be completed using a competitor's device instead. There were no significant delays or patient complications reported as a result of this event.